Manufacturer narrative:
Results: bracket.

Event description:
It was reported by service report that the unit has a broken weld on the siderail. The siderail cannot be latched up. It is unknown if there was patient involvement or if there are adverse consequences to report.